Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. After receiving information on resetting the pump from technical support, the caller successfully started their sensor session and did not encounter the error again.